Event description:
Same case as MDR ID# 2134265-2014-01810. (B)(6) clinical study. It was reported that myocardial infarction (mi) and restenosis occurred. On (B)(6) 2011, the subject presented with recurrent sub sternal chest discomfort radiating to the neck and associated with belching. The subject was diagnosed with unstable angina and cardiac catheterization was recommended. Target lesion 1 was a de-novo lesion located in the distal right coronary artery (rca) with 99% stenosis and was 2 mm long with a reference vessel diameter of 3.0 mm, and was treated with direct stent placement using a 3.00 x 16 mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. During the procedure, the crux was also treated with placement of a 3.5 x 12 mm ion paclitaxel-eluting platinum chromium coronary stent system. The two baseline stents did not overlap. The subject was discharged on aspirin and prasugrel the next day post cardiac catheterization. On (B)(6) 2014, the subject was hospitalized with an mi. Cardiac enzymes were found to be elevated. At the time of the event, the subject was not on dual antiplatelet therapy (dapt). Aspirin was last taken on (B)(6) 2014 and other antiplatelet medication was last taken on (B)(6) 2013. Study drug per protocol was never taken. It was noted that a de novo stenosis occurred and no stent thrombosis of 3.5 x 12 mm ion paclitaxel-eluting platinum chromium coronary stent system in distal rca was noted. The 100% de novo stenosis in the distal rca was treated with directional arthrectomy, balloon angioplasty, and placement of a drug eluting stent. Following post dilatation, residual stenosis was 0%. The event mi was considered to be resolved without residual effects and the subject was discharged on aspirin and clopidogrel two days after hospitalization.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).